Event description:
Patient with active chest pain. Procedure electrocardiogram (EKG). The EKG electrodes would not adhere to patient skin. The ones that did stick, were not conducting well. This took almost 15 minutes to get an adequate EKG, delay in procedure. No known harm to patient.